Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 10/19/2007 and mesh was implanted along with concurrent hysteroscopy, d&c, extraperitoneal colpopexy and cystoscopy due to cystocele, sui, uterine prolapse, weak pelvic floor, post-menopausal bleeding, weak pubocervical fascia and voiding dysfunction. It was reported that the patient underwent removal of prolift mesh and revision of mesh on (B)(6) 2012 due to mesh eroding across the bladder, pelvic pain, chills, sweats, urinary incontinence, hematuria, obstructive urinary symptoms, recurrent cystitis, vulvovaginal atrophy and recurrent utis. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent removal of prolift mesh and revision of mesh on (B)(6) 2012 due to mesh eroding across the bladder, pelvic pain, chills, sweats, urinary incontinence, hematuria, obstructive urinary symptoms, recurrent cystitis, vulvovaginal atrophy and recurrent utis. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with concurrent hysteroscopy, d&c, extraperitoneal colpopexy and cystoscopy due to cystocele, sui, uterine prolapse, weak pelvic floor, post-menopausal bleeding, weak pubocervical fascia and voiding dysfunction. It was reported that the patient underwent removal of prolift mesh and revision of mesh on (B)(6) 2012 due to mesh eroding across the bladder, pelvic pain, chills, sweats, urinary incontinence, hematuria, obstructive urinary symptoms, recurrent cystitis, vulvovaginal atrophy and recurrent utis. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent removal of prolift mesh and revision of mesh on (B)(6) 2012 due to mesh eroding across the bladder, pelvic pain, chills, sweats, urinary incontinence, hematuria, obstructive urinary symptoms, recurrent cystitis, vulvovaginal atrophy and recurrent utis. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a total vaginectomy, repair of fistula, complex repair of fibromuscular bladder wall, intraperitoneal colpopexy and anteroposterior colporrhaphy on (B)(6) 2014, due to cystocele, enterocele, rectocele, vesicovaginal fistula and vaginal prolapse after prior hysterectomy. No additional information was provided.